Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. After a 0.035 x 150 cm non-bsc guide wire crossed the lesion, a 5.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 5 atmospheres for 5 seconds, contrast media leakage was noted via angiogram image. The device was removed from the patient and upon checking, a part of the balloon was cracked longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).